Manufacturer narrative:
The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a cavitron 30k fsi-sli-1000 insert tip overheated; no injury resulted.

Manufacturer narrative:
Insert was visually inspected and the tip is bent. Insert was tested on a cavitron g-136 unit. In addition the temperature of the tip was taken with a digital thermometer. The temperature for the tip was 89.3 f and the temperature for the water spray was 86.7 f both temperature are within the spec.